Manufacturer narrative:
A review of device memory revealed that the device declared end of life (eol) after experiencing one charge time greater than 30 seconds. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eol was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance. This device is included in the mid-life display of replacement indicators ((B)(4), 2007) advisory population. This event will be updated if any additional information becomes available.

Event description:
--

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was explanted due to normal battery depletion, per procedure paperwork. The device was returned to our post market quality assurance laboratory for analysis. No adverse patient effects were reported as a result of this event.

Manufacturer narrative:
Initial laboratory analysis of this device discovered that it did not meet labeled longevity expectations. This event will be updated as additional information becomes available.